Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded false atrial tachy response (atr) episodes due to far-field oversensing. Technical services (ts) recommended measuring the far-field signal and adjust the sensitivity on the right atrial (ra) lead. No adverse patient effects were reported. This ICD remains in service.